Event description:
Ends of tampax tampons have unravelled [device breakage]. Case narrative: consumer reported via e-mail that the cotton unravels at the end. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.